Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Device failure was confirmed and a noisy lead pad signal and an intermittent lead fault were identified. The cause of the failures was due to a cable being partially seated in its connector, making intermittent contact. Cause of the unseating is inconclusive but a review of prior repairs to this device reasonably suggests that this device operates in an excessively rugged environment. To resolve the issue, the cable has been soldered directly to the circuit board, eliminating the connector per the present service upgrade process.

Event description:
The customer stated, that device does not operate during checkout. No pt involvement. Factory service identified a noisy ECG signal and intermittent lead fault error code.